Event description:
Customer reported that she had high blood glucose and dka. Customer went to the emergency room and was hospitalized. The blood glucose reading was 355 mg/dl. Customer stated that her insulin pump was alarming motor error. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional tests, including displacement, self test and basic occlusion tests. All operating currents were within specifications. Unit was unable to prime during prime test due to faulty force sensor. Unable to performed the occlusion, and excessive no delivery alarm tests due to prime fill anomaly. Motor passed motor test. Unit had cracked display window corners, display window, battery tube threads, reservoir tube lip and missing end cap sticker. No damage noted on belt clip slot.